Event description:
We are notifying you that we have received one complaint scar-(B)(4) cc-(B)(4) from our customer regarding your product. Spike port adaptor leakage; spike loose; material- 412143; batch- ube654; no sample; (B)(4) customer (B)(6), epic care; when did the failure occur: during preparation. Reason of complaint: having issues with ref: 412143 ongard bag adaptor, where the spike is slipping off the bag and causing chemo spills and waste. Response expected by: customer; complaint receiver. Recorded via- email. Patient injury- no. Attached information- (B)(4) registration form customer complaint.